Manufacturer narrative:
Upon receipt in our post market quality assurance, a thorough evaluation of the lead was completed. Visual inspection identified the lead had been severed and was received in two segments. Microscopic visual inspection noted insulation abrasions. Additionally, the distal high voltage cable is fractured approximately 1.8cm from the terminal pin. Detailed analysis of the fracture site determined the fracture was due to cyclic fatigue.

Event description:
It was reported that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements in all vectors which were greater than 200 ohms. Defibrillation threshold (dft) testing was performed to assess the system and shock delivery was unsuccessful. The system remains in service and the patient has been referred to a specialist as the patient has congenital issues. No additional adverse patient effects were reported.